Event description:
It was reported that the right ventricular lead had triggered the patient alert for low pacing and defibrillation impedances. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The attached save to disk (s2d) file has a translation problem.